Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, reusing insulin, not properly removing air from the cartridge, and had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer to always use room temperature insulin, complete the air removal process, not reusing insulin and that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.